Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for collapsed tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapsed tube. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during a blood draw 5 bd vacutainer® k2e 10.8mg plus blood collection tubes collapsed. There was no report of patient impact.